Event description:
A physician reported that ophthalmic laser probe could not be inserted into the puncture cannula. The diameter of the tube did not match. There was no patient harm. Procedure details were not reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product under investigation is not a serviceable device. Therefore, a service record review was not performed. However, a laser probe was returned for investigation. A non-conformance-based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this serial number was performed. A potentially relevant complaint was found and reviewed as part of this investigation. The complaint(s) was determined to not be relevant to this investigation. A laser probe was received for testing on this investigation. A visual assessment (with the naked eye) was completed of the returned sample, which revealed no obvious nonconformities. A assessment of the returned sample, revealed a conforming optical fiber at the subminiature version a (sma) connector. A fit check was performed with a trocar, and no resistance was observed during insertion. Visual inspection of the tip (under a microscope) revealed a protruding optical fiber at the nitinol tip. The outer diameter of the cannula was measured at three points and was found to meet specifications. The returned laser probe was found to meet specifications and therefore, cannot be confirmed. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product under investigation is not a serviceable device. Therefore, a service record review was not performed. There was no product returned for testing. The customer reported event cannot be confirmed. Based on the information obtained, the root cause of the reported event is inconclusive. A non-conformance based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this serial number was performed. No similar complaints were reported for the product serial under investigation. The customer reported event cannot be confirmed. Based on the information obtained, the root cause of the reported event is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).